Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing investigation revealed the locking threads located on ther ID of the head of the screw are partially broken away from the screw. The strardrive shows some marks not consistent with manufacturing. Due to the thread of the screw being partially broken off, it is concluded the dimensions pertinent to the complaint could not be evaluated. Therefore, this complaint is considered indeterminate.

Event description:
It was reported that while doing l4-l5-s1 lumbar fusion procedure, the threads and screw heads of screw were damaged. The surgeon assembled the threaded distractor sleeve with the screws, then placed the distractor in the sleeve, and upon distraction, the threads pulled away on all the screws, and deformed the screw heads. The surgeon explanted all 4 screws, and then was able to complete the procedure with 4 new screws, and a different distractor sleeve with no further problem. No fragments remained in the patient. This report is on the matrix screw. This is report 2 of 4 for this event.